Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a partial insertion of the electrode and retention issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient underwent a thinning of the skin flap and the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.